Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 110 events were reported for this quarter. Product return status: 108 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 107 events were confirmed during testing. 107 devices were found to be affected by missing paint chips. 1 device evaluation is in progress. Additional information: 110 devices were not labeled for single-use. 110 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 110 </noe> malfunction events in which the device had paint chips missing. 110 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 110 total events were initially reported. 3 previously reported events are included in this follow-up record. Product return status 1 device was received. 2 devices were not available for evaluation.   Evaluation status 1 reported event was not confirmed during testing. Additional information 110 devices were not labeled for single-use. 110 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 110 </noe> malfunction events in which the device had paint chips missing. 110 events had no patient involvement; no patient impact.